Manufacturer narrative:
On 05/28/2024, the customer¿s unspecified / unidentified mechanism complaint was confirmed. Verified complaint through visual inspection. During inspection, the device was not getting ac power. The ac led light did not illuminate when the device was plugged into ac power. The power supply was replaced and then the device powered on correctly with ac power and the device ac led light illuminated when plugged into ac power. The probable cause of the pump not powering up properly is a burnt component on the main power supply.

Event description:
The customer originally reported that the mechanism of their plum 360¿ infuser was faulty. The complaint investigation was completed and approved on 28may2024. During investigation, a burnt component on the main power supply was identified.